Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Analysis of the system log files did not directly confirm a footswitch malfunction. An on-site inspection identified an intermittent issue with the wired footswitch. Fse replaced the wired footswitch and fastened the cabling to the patient table points for strain relief. The part was returned for analysis, and the cause of the wired footswitch failure was identified as a cable defect. The cable has rent in it, exposing the internal wiring through the isolation layer, and all anti-slip rubbers have gone. After the replacement of the wired footswitch, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the azurion equipment must institute a routine user checks program. The responsible organization of the azurion equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device's wireless footswitch was intermittently not triggering x-rays. No harm has been reported to philips. A philips field service engineer (fse) inspected the system on site and replaced the footswitch and fastened the cabling table points to the strain relief, which returned the device to expected functionality.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the field correction 3003768277-08/04/2023-005-c, which addresses the causes associated with the reported malfunction.